Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incident in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2014, inratio: 1.3, 1.8, lab: 3.0, doctor's meter: 2.8. Unknown therapeutic range. All testing performed within 3 hours.